Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a patient sample processed on a vitros 5600 integrated system. A definitive assignable cause for the event could not be determined. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The definitive assignable cause for the event is unknown.

Event description:
The customer obtained a higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 integrated system. Tropi es result of 0.265 vs. Expected 0.028 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was reported from the laboratory. Ortho was not made aware of any allegations of patient harm as a result of this event. (B)(4).